Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple authentication failures for user "kortiz" due to the account being in a locked state, with errors such as "account locked" and "accountalreadylocked." A technical support specialist (tss) confirmed a successful login for the same user, indicating the issue was related to account lock status rather than a station or system issue. Findings were communicated to the customer, who confirmed that the user was able to log in successfully. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single user was not able to login as the account was locked. However, there were no delay in patient care and no adverse events or injuries reported based on this event.